Event description:
This is filed to report the clip opening while locked (cowl) and unchanged mitral regurgitation. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, an xtw clip was implanted centrally, with good grasp of both leaflets. While deploying the clip, the first establishing final arm angle (efaa) test was done per instructions for use (IFU) with success. After efaa, the lock line was removed and right after removal, the clip was noted to open, first just a few degrees (~2), but after the clip opened slowly to approximately 15 degrees. In regard to the mitral regurgitation, notable reduction was achieved after clipping, but after the clip opened the reduction was minor. A second xtw clip was used to stabilize the first clip, but there was no success due to the valve anatomy. The post procedure mr was grade 4. There were no adverse patient sequelae or indication of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open while locked. The unchanged mr appears to be related to the procedural condition of the clip opened while locked. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Cine review: this event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) echocardiographic video and one (1) fluoroscopic still image were provided. The echo video is of a 3d en face view of the mitral valve. The video appears to have been taken in the beginning of the procedure, prior to sgc insertion, as there is no mitraclip system in view and no clip implanted. During systole (when leaflets close) there is a notable gap between the leaflets which is consistent with the reported incident details that the patient presented with functional mr. The fluoroscopic still image shows the fully deployed clip and no sgc/cds in view, indicating the image was taken post deployment of the clip and removal of the system. The clip is angulated relative to the fluoro view, such that the clip arm plane is visualized at an angle. The clip arm angle appears to be ~30° - 40°. While this is an estimation based on visual assessment with the naked eye, it is apparent the clip is open beyond the fully closed position (~10°) per the instructions for use. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the video and image provided.¿